Event description:
Asr revision recommended; asr hip resurfacing system - right; reason(s) for revision: unknown. Update: reason for revision received (B)(6) 2012. Reason(s) for revision: alval / soft tissue reaction.

Event description:
Additional reasons for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
It was reported that the patient had a revision on the asr left hip implant.

Manufacturer narrative:
The device has not been explanted. The surgery is scheduled for (B)(6) 2013. The original explant date was reported to depuy in error. This product is still implanted and has not been removed. This report is considered closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (event description); (manufacturer); (explant date); (manufacturing site); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.